Event description:
Reportedly, during an implantation, the pacemaker was correctly interrogated but some data were not displayed on the subject programmer: there was no marker on the electrogram (egm) displayed on top of the screen, all the messages were displayed in english and the text on top of the tabs disappeared. The same issues were encountered with two other pacemakers even after restarting the programmer. A new programmer was used instead without any issue. The subject programmer should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an implantation, the pacemaker was correctly interrogated but some data were not displayed on the subject programmer: there was no marker on the electrogram (egm) displayed on top of the screen, all the messages were displayed in english and the text on top of the tabs disappeared. The same issues were encountered with two other pacemakers even after restarting the programmer. A new programmer was used instead without any issue. The subject programmer should be returned for analysis.